Manufacturer narrative:
Glenoid sphere implanted on (B)(6) 2011; part number dwd195; serial number (B)(4). This sphere was explanted on (B)(6) 2011. This is the initial report submitted regarding this surgical event and medical device.

Event description:
On (B)(6) 2011 surgery to implant baseplate and glenosphere. On (B)(6) 2011 revision surgery to patient due to glenosphere detaching from baseplate. Glenosphere was replaced, impacted and a new center screw was engaged. On (B)(6) 2011, second revision surgery to patient due to glenosphere detaching from baseplate. Both glenosphere and baseplate were replaced. Baseplate was replaced with a 29mm long post. Per rep, nothing happened in either surgery to indicate that there may have been any issues with the glenosphere being seated properly.